Event description:
This report is based on information provided by philips field service representative (fsr) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl indicating that the device failed self-check. There was no patient involvement. The fsr inspection found the device had failed the self-test. The fsr repeated the self-test and all tests passed. The device became fully operational. Based on the information available and the testing conducted we were unable to replicate the reported problem. The reported problem was confirmed but not reproducible. Based on the information available and results of additional analysis, no further action is necessary at this time a review of the risk management file was performed, and the potential severity of s0 has been identified in the risk document. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The deice was operational after testing was completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Updated summary and code grids.

Event description:
It was reported the intermittent system and backup power test failed. No patient involvement reported at this time.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.